Event description:
Customer reported experiencing a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump with updated software, and customer was instructed on returning the faulty pump within 10 days to avoid charges. Customer planned to use a backup insulin pump in the meantime and was informed about programming settings and connecting their cgm to the new pump.